Manufacturer narrative:
Concomitant medical products: 900sfc228 heart band, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy pacemaker (crt-p) would never pace them less than eighty beats per minute though it was programmed to do so. The patient also reported that the device would malfunction when they would go running. The crt-p remains in use. No patient complications have been reported as a result of this event.